Manufacturer narrative:
Product evaluation: the cartridge was returned. Only a small amount of solution was observed in the cartridge. The tip is stressed with a large aneurysm on the posterior. The cartridge shows evidence of being placed into a handpiece. The cartridge and the associated intraocular lens (iol) product history records were reviewed and the documentation indicated the products met release criteria. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The reported scratch could not be verified. The lens remains implanted. The returned cartridge was damaged. The root cause for the damage and a potential for the reported lens damage may be related to a failure to follow the directions for use (dfu). An inadequate amount of viscoelastic was observed. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; or if the handpiece plunger is not positioned correctly at the trailing optic edge. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge causing damage. In addition, the viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a cartridge was faulty and scratched the lens during an intraocular lens (iol) implant procedure. The lens remains implanted.